Event description:
Device displayed an error message regarding elevated power consumption. Device test were run successfully. Battery is still bol. Biotronik technical services recommended explant. As of this report, the device remains implanted.